Event description:
It was reported that a user changed to a new dexcom g7 sensor and initially did not enter the pairing code, then entered it later and observed the pump displaying ¿pairing with sensor.¿ symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included no change in clinical status and no need for medical intervention. Investigation included user education and troubleshooting regarding correct sensor pairing and expected pairing time. Investigation of this case revealed a use error related to delayed or incorrect sensor pairing, with no device malfunction and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.